Manufacturer narrative:
A ge service representative performed an on site investigation. The generator backplane was replaced. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system continued to beep as if it was imaging after the fluoro button was released. Functionality was restored after a re-boot. There was no live image updating and there were no uncommanded x-rays. There was no pt injury or death reported.